Manufacturer narrative:
Patient information was requested and the customer has not answered the call. A follow-up report will be submitted once the investigation is complete. (B)(6).

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Event description:
The customer reported that the ventilator alarmed with a back-up alarm failure message. The customer reported the device was in use on patient, but there was no patient harm.